Manufacturer narrative:
On 05-nov-2021, mentor received additional information about the event. After explantation surgery, the removed breast prostheses were discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On (B)(6) 2021, the patient¿s replacement breast prostheses are mentor memorygel breast implant 755cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture, bilateral breast tingling. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast reconstruction procedure with mentor memorygel breast implant 600cc gel breast prostheses when the left breast prosthesis ruptured post implantation. The rupture was confirmed via MRI. Additionally, the patient is experiencing pain and discomfort in her left breast and tingling in both of her breasts. As a result, the patient is scheduled to undergo bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.